Event description:
During a laparoscopic cholecystectomy procedure, when doctor squeezed the handle of the device, it delivered misformed clips. The doctor used competitor's device to finish the procedure. No patient consequence.